Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72400098. Serial number: null and null. Batch/lot number: 1000308516 and 1000275941. Model/catalog description: balloon fgs 61-70 cm and control pump fgs.

Event description:
It was reported that the patient experienced a problem with the device of an artificial urinary sphincter (aus). The aus remains implanted and active. Additional information as reported that the aus cuff, pump, and balloon was explanted on (B)(6) 2020.

Manufacturer narrative:
Additional product component: model number/catalog number 72400024 and 72400098. Serial number: null and null. Batch/lot number 1000308516 and 1000275941. Model/catalog description balloon fgs 61-70 cm and control pump fgs.

Event description:
It was reported that the patient experienced a problem with the device of an artificial urinary sphincter (aus). The aus remains implanted and active.